Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach prior to the procedure of the heavily calcified, heavily tortuous, proximal left main (lm) the xience xpedition stent delivery system (sds) was being loaded onto the guide wire when the stent became dislodged onto the guide wire outside the anatomy; during removal of the sds the shaft broke. The device was not used and there was no reported adverse patient effect. The device was removed without issue and a 3.5 x 12 mm non-abbott stent was used to treat the vessel without reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.